Manufacturer narrative:
Results: the ruby coil was damaged and tangled in the two snares. Measurement of the outer diameter (od) of the embolization coil could not be taken due to the damage. Conclusions: evaluation of the returned device revealed that the coil was snared. The pusher assembly to the ruby coil was not returned for evaluation and the embolization coil was severely damaged. Therefore, the root cause of this complaint cannot be determined. The ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached ruby coils into the aneurysm. However, in an attempt to deploy a new ruby coil, it unintentionally detached inside the patient. The physician required a snare device to remove the detached ruby coil. While retrieving the detached ruby coil, a piece of the coil broke off and was left in the patient. The physician felt that what was left in the patient was acceptable and confirmed that the broken piece of coil did not cause any harm. The procedure was successfully completed and no other coils were used. There was no report of an adverse effect to the patient.